Manufacturer narrative:
A review of the controller log files associated with the event captured in (B)(4) showed an increase in power consumption of approximately 0.5w starting on (B)(6) 2016. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. DHR review: a review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Thrombus formation is a potentially life threatening event that has been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported rise in power was confirmed via review of the controller log files which revealed an increase in power consumption starting july 23, 2016. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. The heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Death is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Device remains implanted.

Event description:
It was reported by the vad coordinator that the patient was admitted on (B)(6) 2016 with increasing driveline drainage, shortness of breath, which was thought to be a chf exacerbation. The patient's anticoagulation was controlled, patient was given tpa on (B)(6) 2016 with an abrupt increase in flows. Patient was continued on heparin/integrillin drips from (B)(6) 2016 and remained until the patient subsequently had a pump exchange on (B)(6) 2015. The sedation was weaned post pump exchange and the patient was not following commands. The patient was maxed out on inotrope support and the lactate dehydrogenase (ldh) and plasma-free hemoglobin (hgb) continued to rise. The patient was not considered a candidate for another pump exchange. The patient later expired on (B)(6) 2016. The official cause of death was determined to be heart failure. It is unknown if the patient developed right heart failure or worsening left heart failure. An autopsy was not performed. The pump will not be returned and the equipment will be disposed of per hospital policy. The attending heart failure cardiologist did not deem the death as device-related. No further information was provided.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly: other relevant history, model #/lot #, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, device manufacture date, evaluation codes, additional MFR narrative. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The hvad pump (B)(4) was not returned to manufacturer for evaluation; hvad pump ((B)(4)) was returned for evaluation. Review of the manufacturing documentation of pump ((B)(4)) confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of pump ((B)(4)) in relation to the reported event. The reported rise in power was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2016. Analysis of pump ((B)(4)) revealed that the pump passed dimensional verification and functional testing. Visual examination revealed scoring marks on the lower housing ceramic and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report did not reveal any evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the additional information, the death was not deemed device related per the attending heart failure cardiologist. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Hvad pump - (B)(4)/1103 - expiration date: 10/31/2017 - device manufacture date: 10/23/2015 - device not available for return. (B)(4).

Manufacturer narrative:
Other devices involved in this event: pump / (B)(4). If information is provided in the future, a supplemental report will be issued.